Event description:
It was reported that a user observed a drop in blood glucose from 180 mg/dl to 83 mg/dl over approximately two hours without receiving ilet alerts for low glucose or rapidly falling glucose, and the user expressed concern about nocturnal hypoglycemia; review of reported usage indicated frequent ¿less than¿ meal announcements and avoidance of snacks at bedtime, with education provided on proper meal and snack announcements to prevent maladaptation. No reported symptoms. User experienced concern about potential hypoglycemia, with blood glucose steady near 80 mg/dl at the end of the interaction and instructions to treat if below 75 mg/dl. Outcomes included user education on meal announcement practices and provision of a hypoglycemia treatment guide. Investigation included review of available outcome reports and user-reported device behavior. Investigation of this case revealed that user-reported frequent ¿less than¿ meal announcements could contribute to algorithm maladaptation affecting insulin delivery. It was concluded, based on previously established findings for similar reports, that user technique and meal announcement practices were the most probable contributors to the event.